Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was approximately 298 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the increased basal, customer's blood glucose (bg) level was "low" (specific value was not provided); due to the bg level customer lost consciousness and was incapacitated. Customer required assistance consuming carbohydrates to address bg level and paramedics monitored customer's bgs until they were in a "safe" range. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.